Event description:
It was reported that intermittently the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information or troubleshoot with tandem technical support.